Event description:
It was reported that the patient alert sounded due to low right ventricular defib impedance of 16 ohms measure on the chronic lead system 3 days after the device was changed out. Eleven weeks later it was reported that the right ventricular defib impedance was now lower at 4 ohms and the superior vena cava (svc) impedance had also dropped from 40 ohms to 33 ohms. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 and (B)(6) 2010. Weekly pace lead impedance trend data shows min and max defib active can on impedance in the range min defib active can on impedance=16 to 19 ohms between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Daily pace impedance trend data shows a decrease for defib active can on impedance=25 to 19 ohms minimum between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the patient alert sounded due to low right ventricular defib impedance of 16 ohms measure on the chronic lead system 3 days after the device was changed out. Eleven weeks later it was reported that the right ventricular defib impedance was now lower at 4 ohms and the superior vena cava (svc) impedance had also dropped from 40 ohms to 33 ohms. The device and leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert sounded due to low right ventricular defib impedance of 16 ohms measure on the chronic lead system 3 days after the device was changed out. The device and leads remain in use. No patient complications have been reported as a result of this event.